Event description:
A gore thoracic endoprosthesis was successfully implanted. At the close of the procedure and the removal of the 22fr sheath, the left common iliac artery ruptured. A conversion to open repair was performed to repair the iliac artery. A vessel bypass was performed using an 8mm vascular graft-hemosheild. The bypass was performed from the common iliac artery to the femoral artery. The vessel size was reported to be within the recommended range. The pt was doing well following the procedure.